Manufacturer narrative:
The root cause of the leak is unknown since the fse was unable to reproduce the reported event. (B)(4),

Event description:
The customer reported a liquid leak underneath the rockerbed on the beckman coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / exposure control plan is in place. On (B)(4) 2012 a field service engineer (fse) found the bsv drip tray removed from the instrument and no indication of a fluid leak. The bsv may have the presence of blood, controls and diluent while in operation and cleaner while in shutdown. The fse performed startup, analyzed latron primer and control, retic-c cell control, 5c cell control and three cassettes of samples, however, he was unable to reproduce the leak. The service activity performed was verified to meet specified requirements per established procedures. Results met published performance specifications.

Manufacturer narrative:
(B)(6).